Event description:
Customer reports the active system produced an undosed result of lo. No adverse event reported. No action taken based on device result. No quality controls were used. The customer did not provide the location where the discrepant result was obtained. Requested return of suspect device and replacement was sent.